Event description:
It was reported that the catheters were too flimsy and twisted during insertion. The patient was not able to fully insert the catheter for use.

Manufacturer narrative:
Upon further review, bd/bard medical has determined that this MDR was initially reported in error as this event is not reportable.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheters were too flimsy and twisted during insertion. The patient was not able to fully insert the catheter for use.